Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy. X ray confirmed that lead had migrated. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information received: it was reported that the patient underwent surgical intervention wherein the lead was repositioned on (B)(6) 2017 and patient has effective therapy after reprogramming. No devices were replaced.